Manufacturer narrative:
H4 - expiration date: 30-apr-2023 corrected to 30-apr-2026 claim #(B)(4).

Manufacturer narrative:
D4: model#: vticmo12.6 corrected vicmo12.6. Serial#: (B)(6). Expiration date: 28-feb-2026 corrected to 30-apr-2023. UDI#: (B)(4). Claim#: (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -8.0 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a lens two sizes longer in length due to low vault. This resolved the problem. Cause reported as unknown.